Manufacturer narrative:
Investigation: bd received actual sample, and photo. The specifications of the complaint batch is 24g.n abnormality found in the incoming material, the whole assembly process and packing process. Confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. In qa lab, observed the complaint sample, it had dry blood. Conducted the 45psi leakage test, no abnormality was found in the complaint sample. After received the complaint sample, (B)(4) plant has sterilized and it may make the blood residual in the septum dry. And it will lead the sample without leakage. According to (B)(4) plant statistics data, septum leakage complaint rata is 1.23cpm in fy16 and fy17 is 0.97cpm, lower than the upper limit r&d specified. In conclusion, because the complaint sample has been used and sterilized secondly. So (B)(4) plant can't finalize the root cause for septum leakage.

Event description:
It was reported that blood leaked from the septum of the bd pegasus¿ closed needle protection IV catheter system. There was no report of injury or medical intervention.